Event description:
As reported by an affiliate, 2.0 x 15mm firestar balloon ruptured inside the patient during the procedure. Normal burst pressure was applied. An unknown balloon was used to complete the procedure. There was no patient injury. There was no anomaly noticed on the device prior to use. A non-cordis inflation device was used. The contrast media used was iopromide. The same inflation device was used successfully with a second balloon catheter. There was no resistance/friction while inserting the balloon. The lesion had 85% stenosis with minimal calcification and tortuosity. There was no difficulty advancing the balloon catheter through the vessel. A cordis balloon catheter (B)(4) was used to complete the procedure. The balloon ruptured at 12atms which was the maximum inflation pressure. The balloon re-wrapped properly. The balloon was removed intact from the patient.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt.